Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 10fr saf (super arrow-flex) dilator. The sheath was not returned with the sample. The dilator hub was broken off from the dilator body. No blood was noted. No other damage or abnormalities were noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of dilator hub separated is confirmed. Upon visual inspection, the dilator hub was returned not a ttached to the dilator body. Nonconformance 60033541 has previously been initiated to investigate the cause of this issue.

Event description:
It was reported that the event occurred in the ir (interventional radiology) lab. When removing the dilator from the sheath , post insertion, the hub of the dilator snapped. The remaining portion of the dilator had to be removed by forceps. A new dilator from another set was used to reposition (push) the sheath into the correct position in the patient's femoral artery. There was no reported patient death, injury or complications. There was a reported delay / interruption in therapy however no reported harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the ir (interventional radiology) lab. When removing the dilator from the sheath , post insertion, the hub of the dilator snapped. The remaining portion of the dilator had to be removed by forceps. A new dilator from another set was used to reposition (push) the sheath into the correct position in the patient's femoral artery. There was no reported patient death, injury or complications. There was a reported delay / interruption in therapy however no reported harm to the patient.